Event description:
User reports ongoing problem with sodium drifting for the last year. Specific number of patient samples impacted, and if any adverse events occurred was not provided. Only the following example was provided. Initial result 131 mmol/l, repeat 138 mmol/l. The low result was not reported. User declined field service visit as they resolved the discrepancy by recalibrating the ises. If additional information is received, appropriate notification will be provided.